Event description:
It was reported that the bi-ventricular defibrillator experienced premature battery depletion. The defibrillator was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high thresholds and no capture. An implant of a replacement lead was attempted, but due to patient anatomy, the implant was unsuccessful. The original lead was left implanted and in service. The replacement lead was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2011. (B)(4).